Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2006. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with mid urethral sling with cystoscopy and laparoscopic assisted vaginal hysterectomy due to stress urinary incontinence and uterine fibroids. The patient experienced pain, extrusion, infection, bleeding, neuromuscular problems, dyspareunia, urinary and bowel problems. No additional information provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary tract infection, incontinence, and hematuria.

Manufacturer narrative:
It was reported that following insertion, the patient experienced incomplete bladder emptying and atrophic vaginitis.

Manufacturer narrative:
Patient code: (B)(4) - urinary frequency additional narrative: it was reported that following insertion patient experienced urinary frequency.